Event description:
The customer stated that she was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 299 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime of high pressure tests passed. The customer stated that prior to the report, the buttons on the insulin pump were unresponsive. At the time of the report, the buttons were responding normally. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.